Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, stapler cut tissues but hasn¿t merge the tissue 1/3 distance.

Manufacturer narrative:
(B)(4). Date sent: 08/25/2020. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Additional information was requested, and the following was received: 1. Could you please provide more details of device malfunction? Half of staples were missing. 2. Where within the gap setting scale was the orange indicator prior to firing? In the middle. 3. What confirmation was received that the device was fully fired? Doctor heard characteristic sound. 4. Did the device staple? Only half part. 5. Was the staple line complete? No 6. Were there any staples missing from the staple line? It is hard to say. 7. What was the shape of the staples (b-formation, irregular, legs straight)? B shape 8. Were the staples deployed into the tissue? Yes 9. Were the staples seen in the surgical field? Yes 10. Did the device cut? Yes buy didn`t merge. 11. Was the cut line fully circumferential around the target tissue? No 12. If the device fully cut, were both tissue donuts present? Yes 13. If the device fully cut, were both donuts complete? Yes 14. How many counter-clockwise revolutions were used to open the device? According to IFU 15. How was it confirmed that the anvil was free from the tissue prior to removing? Unknown 16. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes 18. Who fired the device? Doctor 19. Who removed the device? Doctor 20. Was the safety reset prior to removal? Yes 21. What was the users experience with the device? 10 years of experience 22. Could you please clarify if there were any patient consequences? Yes, extending surgery time and another use of stapler.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. D4: batch # t5ek9y. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the incomplete staple line, ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch.